Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 526 mg/dl which was treated with a manual injection. Reportedly, the customer changed pump supplies to resolve the issue.